Event description:
It was reported the healthcare professional (hcp) found the leads were ruptured while programming. The leads had been explanted and new leads were implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3389-40, serial# unknown, product type: lead. (B)(4). Analysis of the lead found the conductor of the lead body was broken within 10 cm of the connector area. All conductors were open 4.0 cm from the proximal end. The outer insulation of the lead body had breached esc at 10-11 cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 338940, lot# b0848435k, product type: lead. (B)(4).

Event description:
Additional information received reported that program control could not be conducted to connect with the implantable neurostimulator (ins). Operative symptoms occurred to the patient's right limbs. The patient met with their healthcare professional (hcp) for an "imageological examination" and the electrodes were found to be ruptured. On (B)(6) 2015, the ruptured electrodes were replaced and revision was successful. The patient was in stable condition and receiving effective therapy.

Manufacturer narrative:
(B)(4).